Manufacturer narrative:
Additional information: product analysis : visually confirmed balloon tear upon examination of the returned instrument. No material or functional defects on catheter were identified. Longitudinal rupture approximately 8 mm in length. Inflation appears to have full and symmetrical. The above observations are consistent with contact with bone splinters during usage.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat an l4 compression fracture. A balloon placed right side ruptured during inflation and contrast media leaked. Surgeon injected cement after "to absorb the contrast media as much as possible". No other balloon was used because the event occurred at the scheduled end point of the inflation. No patient complications were reported. No balloon fragments were left in the patient. Pressure prior to rupture: 100 psi volume prior to rupture: 4~5ml.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.